Manufacturer narrative:
B3: date of event:: the aware date was used as an estimate. D6: implant date: estimated since it was implanted two years ago.

Event description:
It was reported that there was a thrombus present. It was reported via social media that the patient had a watchman closure device implanted two years ago. At an unknown time the patient experienced a thrombus that was found to have moved to their lungs. The patient is now on warfarin.. It was further reported that the patient experienced a pulmonary embolism due to the patients medical conditions.

Manufacturer narrative:
Date of event: the aware date was used as an estimate. Implant date: estimated since it was implanted two years ago.

Event description:
It was reported that there was a thrombus present. It was reported via social media that the patient had a watchman closure device implanted two years ago. At an unknown time the patient experienced a thrombus that was found to have moved to their lungs. The patient is now on warfarin.